Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer accidentally administered several boluses. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Customer required assistance from family who administered baqsimi and called emergency services. Emergency services monitored customer until blood sugar was back to normal and reset pump. Recommendation was made to consult with healthcare provider regarding diabetes management.